Event description:
Report received from the USA stating that there was an "air leak in the hose" of the motor device. The reporter stated that the air leak was noticed while testing the motor device before surgery. The reporter stated that there was a spare device available for use. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The motor device was tested and passed all mfg specifications. The reported condition was not confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).